Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia therapy since yesterday and arctic sun device just started alerting fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Checked fluid delivery line (fdl) and no visible cracks or tears. Placed device in manual control at 35c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2561.7 and pump hours were 725.1. Had add back pads while in manual control. After a couple of minutes, system diagnostics with pads showed that the water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -0.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0 l/m. Advised to swap out pads and call back if additional assistance is needed. Per follow up information received via task on 02dec2024, spoke with charge nurse who confirmed pads were exchanged. Pads were size large and had been disposed of. This resolved the issue and therapy completed. Device has remained in service without repair.

Event description:
It was reported that the patient on normothermia therapy since yesterday and arctic sun device just started alerting fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Checked fluid delivery line (fdl) and no visible cracks or tears. Placed device in manual control at 35c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2561.7 and pump hours were 725.1. Had add back pads while in manual control. After a couple of minutes, system diagnostics with pads showed that the water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -0.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0 l/m. Advised to swap out pads and call back if additional assistance is needed. Per follow up information received via task on 02dec2024, spoke with charge nurse who confirmed pads were exchanged. Pads were size large and had been disposed of. This resolved the issue and therapy completed. Device has remained in service without repair.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Baw7667062 rev 0, reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Event description:
It was reported that the patient on normothermia therapy since yesterday and arctic sun device just started alerting fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. 4 pads connected. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Checked fluid delivery line (fdl) and no visible cracks or tears. Placed device in manual control at 35c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2561.7 and pump hours were 725.1. Had add back pads while in manual control. After a couple of minutes, system diagnostics with pads showed that the water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -0.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0 l/m. Advised to swap out pads and call back if additional assistance is needed.